Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and electrode tip found no anomalies. Laboratory testing was unable confirm the reported clinical observations of lead dislodgment.

Manufacturer narrative:
Following product return and completion of the analysis process, a follow-up report will be submitted.

Event description:
Boston scientific received information that, during a routine follow-up approximately one month post implant, this left ventricular lead exhibited an increase in impedance values. The physician confirmed the product had dislodged, resulting in explant and replacement. No additional adverse patient effects were reported and the explanted lead is intended to be returned for post market evaluation. Another bsc lead of differing model type was successfully implanted.

Event description:
--